Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked with customer and confirmed that system was not booting up. Functional analysis was performed and identified that someone was working with the ups and customer confirmed the malfunctioning of ups. No service has been performed by philips. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause system not to boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system will not boot up to the application. Philips has started an investigation of the complaint.